Event description:
It was reported that the customer administered a mealtime bolus but did not eat the appropriate amount of carbohydrates that were entered into the bolus menu. The customer's blood glucose (bg) level subsequently decreased to 41 mg/dl. Customer reportedly had a headache. Customer's daughter assisted by giving carbohydrates to address bg. It was also reported that the customer experienced an elevated blood glucose (bg) level of 300 mg/dl. Cause was not known. Customer reported a swollen hand. Customer's son assisted in giving fluids to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted h3 other text : device not returned.